Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient continues to have a reaction at the ipg site. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information indicates, the patient had their system explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.